Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and another unknown drug via an implantable pump for non-malignant pain. It was reported that last week the patient went for a pump refill and had it refilled in addition to having a bolus performed at the same time because her pump was completely empty. No patient symptom was noted. The date (B)(6) 2016 is considered an approximate date of the event. It was further reported that the patient was able to use their personal therapy manager (ptm) a couple months ago, but now the patient does not use their ptm that often. The patient had a fall a few days ago in (B)(6) 2016 and when she tried to use the ptm the screen showed a pa disable message on (B)(6) 2016; the message refers to the patient-activated (pa) dose feature being disabled. The ptm message/code regarding pa disable was unresolved at the time of the report and the patient was to follow up with their healthcare provider. The drug concentration and dose rate of both dilaudid and the unknown drug in the pump were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.